Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states she will no longer use the products since it is causing uti infections for her. Unclear if medical intervention was provided. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states she will no longer use the products since it is causing uti infections for her. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention provided for urinary tract infection. Per additional information received via email on 20sep2025, do not need a sterilized bio hazard plastic or boxes for my situation. Seems like the material cotton wick had loose fibers that irritated me. Stayed off of the pure wick. Need supplies from the canister tubes and attached hardware soft ware.